Event description:
It was reported when using the bd preset¿ abg syringe with luer-lok tip and attached needle customer found no needle cap protection in the product. The following information was provided by the initial reporter. The customer stated: when he opened the package, he found that the needle had a flattened thread shape and no needle cap protection, so he immediately replaced it.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure modes for damaged cannula and missing IV shield were observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issues of damaged cannula and missing IV shield were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes damaged cannula and missing IV shield. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." E.1. Initial reporter addr 1: (B)(6)